Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device with the lens was returned in the blister tray inside the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid nozzle. The optic and leading haptic were advanced outside of the nozzle tip. The trailing haptic was misfolded up and the distal area was looped forward. The distal tip of the trailing haptic was in a similar in appearance to a trailing haptic that may have become trapped on top of the plunger behind the plunger groove during the deliver attempt. Product history records were reviewed and the documentation indicated the product met release criteria. A non qualified viscoelastic was used. The trailing haptic position indicates it was not in a proper position for advancement per the provided diagrams in the instructions for use (IFU). The root cause for the reported complaint may be related to a failure to follow the IFU. A non qualified viscoelastic was indicated. The IFU instructs during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs after the lens has been advanced to the fill to line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the fill to line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and or pinched and sheared by the moving plunger. The trailing haptic may become stuck: 1) if the plunger is not fully advanced the haptic may not release properly from the device. 2) due to the use of a non qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. 3) if the operating room temperature is too high (more than 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, insertion of lens the haptic was bent and twisted the wrong way surgeon was not able to insert the lens into eye. No patient contact. Additional information has been requested.